Event description:
Oxytocin started @ 2256, the medication was scanned and 2 rn verification done including rate and medication verification on IV pump, and line verification before starting pump. After start button hit to begin infusion it was noted by both rns that the oxytocin was free-flowing from the bag and not at the set rate of 2mu/min. Pump immediately stopped (approximately 5 seconds) but unknown amount of oxytocin bolused during this period. Pump settings were verified again. A new pump was obtained and the IV infusion rate and flow was restarted. At 2302, the oxytocin was stopped due to a 4 minute tetanic contraction (no uterine relaxation during this 4 minute period) with concurrent 3 minute fht deceleration with nadir at 80 beats/minute. Fht's recovered spontaneously when contraction was over and uterus relaxed. In addition to stopping oxytocin resuscitation measures included position change and IV fluid bolus. Initial pump brain: #ffp 2865 pump module: #5225.